Manufacturer narrative:
Manufacturing review: neither a lot history review nor a complete DHR review could be performed as the lot number was not provided. Investigation summary: one powerline 5f catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a partial break/leak just distal to the hub, as a crack was identified just distal to the red infusion hub and a leak was observed at the crack during infusion and aspiration of the sample. Microscopic visual evaluation revealed rough break surfaces on both proximal and distal sides of the break with concentric striations that appear to originate from the outer edge of the tubing. These microscopic observations are consistent with characteristics of tack points ¿ regions where the catheter interacts with the hub. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event as the origin of the break is not known. However, the characteristics observed are consistent with signs of progressive failure, associated with repeated stressing of the hub against the tubing. Repeated and/or excessive stresses, such as torque, lateral stress, and tensile stress may have contributed to the reported break. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the catheter allegedly fractured on the leg where it meets the hub. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the catheter allegedly fractured on the leg where it meets the hub. Reportedly, the device was removed and replaced. There was no reported patient injury.